Manufacturer narrative:
MFR. Service was not requested. Attempts to gather repair info have yielded no response.

Event description:
Vent inop condition, flow sensor failure. Pt involvement unk. Attempts to reach the customer for pt and repair info have yielded no response.